Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c granufoam dressing was inadvertently left in the wound. The foreign material was not returned to kci for identification: therefore, kci is unable to confirm its identity. This report is being filed due to possible use error.

Event description:
The following information was reported to kci by the physician's assistant: on (B)(6) 2014, the physician's assistant observed the pt's wound had a gray discoloration and there were foreign particles, alleged to be v.a.c granufoam, adhered to the wound. On (B)(6) 2014, the physician performed a debridement to remove the foreign particles, alleged to be v.a.c granufoam dressing. The wound was meeting wound healing goals.